Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
On or about on (B)(6) 2023, plaintiff underwent placement of an angiodynamics smartport product, reference number: h787ct96stsdvi1, lot number: 5763799. The device was implanted by dr. (B)(6), md at (B)(6) for the purpose of providing vascular access. On or about on (B)(6) 2023, plaintiff was diagnosed with an infection and port removal was recommended. On or about on (B)(6) 2023, plaintiff's infected port was removed by dr. (B)(6), md at (B)(6).